Event description:
It was reported the atw35 ws used during a laparoscopic assisted vaginal. Sterectomy. It was reported the open button on the device would not work. A new atw35 was opened and woraked fine. There was no consequence to the patient.